Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the registered nurse attempted to remove a sublocade injection from pyxis. The order had already been verified with an active start time. When the nurse attempted to pull the medication, the patients name did not appear in pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis did not show the patient's name. A technical support specialist (tss) investigation confirmed that the station [cus mj/(B)(6)] has an inactivity threshold of 30 days, as shown in the configuration screenshot. The patient with orderid 330545091 had no activity recorded after the last transaction. Therefore, when the user attempted to locate the patient, the record was no longer available because the system automatically removed the patient after exceeding the 30 day inactivity limit. This behavior aligns with the current pyxis enterprise server (pes) settings and is consistent with known functionality since go live, as the station shares the same configuration used by the hospital. This explains why the patient details were not visible during the user search. The system functioned after the technical support specialist investigated the device.